Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed without error messages. All laser system functions were within specifications on this day. No technical root cause could be identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the (B)(6), 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with mild inflammation of the right eye 1 day following (B)(6) treatment. The patient reported slight discomfort. The topical steroid drops were increased. Additional information received; the reported symptoms have resolved.